Manufacturer narrative:
H3: product analysis # (B)(4):device analysis confirmed the reported issue, the fuse error message of "patient interface fuse fault detected. Check the patient interface fuses. If the problem persists, contact technical support" was appearing after the impedance test. The light on the fuse stim 1 was flashing and afe board fuse attachments had failure. As per above information, the updated malfunction of fdd a07 shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H6: previously applied code of fdd a0908 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the event occurred during set-up and troubleshooting was performed by changing the fuse but the issue was not resolved. As per the information received from the analysis team, the reported issue was confirmed. The error message that appeared was: 'patient interface fuse fault detected. Check the patient interface fuses. If the problem persists, contact technical support,' making the event not reportable.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1, serial/lot number: unknown. H3: analysis of the device is not completed as on date of this report. A follow-up report will be submitted once analysis is completed. H6: codes of fdm b17 and fdc c20 are applicable for model number: nim4cm01, serial/lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 4.0 system had error code and the fuse was not working. There was no patient impact.